Event description:
It was reported an issue with optilene suture. The client reported that optilene 6/0 suture breaks during its manipulation when making a knot in vessel anastomoses, during vascular surgeries. This reported situation refers only to this specific suture and caliber, the apparent strength that the surgeon applies is the same that is applied with the other calibers. This situation increases the surgery time, because after the suture breaks it is necessary to elaborate the initial suture, and it also breaks the confidence of the effect of the suture itself, by its apparent fragility when compared with the other calibers, for which does not exist reported break.. No further information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. Analysis and results: as batch number is not available, the batch manufacturing records, or complaint records cannot be reviewed. We have received 1 open samples for analysis. The open sample received seems used, with the thread broken and needle is not connected to the thread. Further analysis cannot be done as the sample is used. Without closed samples a proper analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
D4: lot number 121073 added. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received 1 open and 1 closed samples for analysis. The open sample received seems used, with the thread broken ad needle is not connected to the thread. Further analysis cannot be done as the sample is used. We have tested the knot pull tensile strength of the closed sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.42 kgf (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.